Event description:
It was reported that during a lower anterior section, the device was opened and placed around the rectum; the manual pin was pushed forward and the surgeon went to close down on tissue but the device would not close. Surgeon removed device from patient and attempted to close again; would not close, so removed the reload and reloaded (with new reload) the same gun. Placed stapler around rectum pushed pin forward and closed down on tissue, fired gun. Staples were not deployed; however, surgeon had not recognized that they had not been deployed at this stage. Inserted ils stapler, and then identified that there were no staples from previous firing with tx30b. The procedure was completed by hand sewing anastomosis. There was a delay of 30 minutes. The patient outcome is satisfactory. Device was discarded. Additional information was requested, but to date, no more information has been received. Should additional information be obtained, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.